Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the y1301, y-knot flex 1.3mm all-suture anchor was being used during a shoulder instability procedure on (B)(6) 2024 and ¿when pulling out the anchor, the black handle broke off. Wire still stuck in patient, difficult to pull out. Per further assessment it was found "when the implant was retrieved the tip was blocked into the bone. It takes a few minute to take it away." There was no impact or injury to the patient. The procedure was completed with an alternate same device. There was a 15 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device found the suture detached from the handle. The anchor shaft was found bent, due to the use of excessive force. A root cause was not identified; however, based on the evaluation the likely cause for this issue is the use of excessive force on the instrument. A 2 year lot history review shows this is the only complaint for this lot number and failure mode. A device history record (DHR) review found no abnormalities that would contribute to the reported event. (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. The IFU also advises the user to avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the y1301, y-knot flex 1.3mm all-suture anchor was being used during a shoulder instability procedure on (B)(6) 2024 and "when pulling out the anchor, the black handle broke off. Wire still stuck in patient, difficult to pull out. Per further assessment it was found "when the implant was retrieved the tip was blocked into the bone. It takes a few minute to take it away". There was no impact or injury to the patient. The procedure was completed with an alternate same device. There was a 15 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.